Event description:
There were two devices involved in the same procedure. This complaint pertains to device 1. Insulation on extended shaft of device was compromised, causing a topical burn on the patient's lip as well as burn lesions on the tongue during ent surgery. Medical treatment to the burns was not identified. The physician saw the patient for a follow-up visit two weeks post surgery and indicated that the patient was fine.

Manufacturer narrative:
Peak surgical will submit a follow-up report when additional information on the device evaluation is available.